Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient had a max diameter aortic aneurysm of 65mm, a proximal aortic neck length of 2.4cm, and a max infrarenal neck angle of 90 degrees. It was reported that computed tomography (CT) images dated (B)(6) 2013, revealed a type ii endoleak. There was a large lumbar artery feeding into the aneurysm sac, the aneurysm sac had enlarged (less than 5mm). On (B)(6) 2013, there was a reintervention with a CT guided percutaneous puncture of the abdominal aortic sac and embolization of the type ii endoleak. The procedure was successful, however, an ultrasound performed on (B)(6) 2013, was unable to identify if the endoleak persists due to obstructed view. The patient tolerated the procedure.